Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in d10 concomitant products.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 sep 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A compliant was received via medwatch regarding smallbore extension set w/ microclave clear with item number mc33383 and lot number 14514265. It was reported that micropreemie with single lumen PICC receiving medications and IV antibiotics through a medline. Medline clave was leaking and had fluid stuck in the clave where fluid should not be. Medications were being administered before leak was discovered. The patient involved was a 17 day old, male. There was no reported patient harm.